Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 10-nov-2022. H6: investigation summary a sample was received and investigated by our quality team. The 2426-0500 infusion set was separated upon receipt and the customer's complaint was verified. A high powered digital microscope was used to get a more detailed image of the failure. There was no indent from the blue retaining ring that is normally present when the set is properly assembled. This information was forwarded to the manufacturing plant and they determined the root cause to be improper procedure performed by the operator at the time of production. The manufacturing plant has resolved to change the sensors responsible for ensuring the tubing is properly secured. A device history record review for model 2426-0500 lot number 22083167 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. H3 other text : see h10

Event description:
It was reported while using bd alaris pump module smartsite infusion set the tubing separated from the adaptor. There was no report of patient impact. The following information was provided by the initial reporter: the tubing disconnected from the blue plastic piece at the top of the pump segment of the tubing there is no ridge. Had the patient been connected and drug infusing this could potentially be an exposure risk to staff and guests in the infusion room.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the tubing separated from the adaptor. There was no report of patient impact. The following information was provided by the initial reporter: the tubing disconnected from the blue plastic piece at the top of the pump segment of the tubing there is no ridge. Had the patient been connected and drug infusing this could potentially be an exposure risk to staff and guests in the infusion room.